Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to discovering the fluid leak, an ¿m31 air detected in cassette¿ alarm had occurred while in drain 4 of 4. When the cycler door was opened to remove the cycler set, fluid was observed leaking out. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The patient performed a manual pd exchange to complete their treatment. Upon follow up, it was confirmed that the replacement cycler was received and the patient was continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set not available to be returned for evaluation as it was reportedly discarded.